Manufacturer narrative:
Batch review performed on 07.july.2021 by regulatory affairs department lot 144881: (B)(4) items manufactured and released on 7-aug-2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event since 2017.

Event description:
The patient came in reporting instability and during the revision surgery, the tibial tray had come out due to aseptic loosening and the cause of the aseptic loosening is unknown. The surgeon revised the tibial tray and the insert 6 years and 4 months after the primary surgery.